Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.

Event description:
It was reported that insulin pump was exposed to moisture. The customer¿s blood glucose level was 155 mg/dl. The insulin pump will be returned for analysis.